Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a severely calcified lesion with moderate bending from the left main trunk (lmt) to the proximal left anterior descending artery (lad). An asahi sion blue guide wire was used during the procedure. The tip of the subject sion blue guide wire became trapped in tissue. When the guide wire was removed from the patient's body, tip separation was observed. Additional stent deployment was then performed to secure the fragment on the vessel wall. It was informed that no health hazard was caused to the patient. MFR report #: (B)(4).